Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the cracking on the ultrasonic transducer of this subject device during an incoming inspection at the repair center of olympus india. Its cracking made the image deteriorate. It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the external force applied to the subject device or the deterioration due to the long term-use. If additional information becomes available, this report will be supplemented.